Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a distributor relayed the family¿s request to return an ilet pump and unopened supplies after the user experienced headaches and episodes of low blood glucose while on the pump, leading the family to discontinue use and request no further troubleshooting or training. Symptoms included hypoglycemia and headaches. Outcomes included cessation of device use without hospitalization. Investigation included review of available device data and consultation with the field and training teams. Investigation of this case revealed limited device-use data showing predominantly in-range glucose with minimal recorded lows over several days, with no device malfunction documented and no training documentation initially confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.